Event description:
It was reported when using the pyxis medstation es system, the drawer consistently malfunctioned, yet a notification appeared stating, "popping cubies out". The customer reported that two cubies containing medication were located inside a drawer, yet they were not appearing on the cubie map. This issue resulted in a delay in the medication dispensing process for the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that row board cable and retractor bands were not properly positioned in the drawers. The field service engineer reseated the row board cable and retractor bands within the drawers and cleared all debris located beneath the pockets to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.